Event description:
Device was explanted and replaced.

Event description:
Healthcare professional reported, right-side "capsular contracture, baker grade iii¿. Device was explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, crease fold, and red particles on the surface of the shell. Cloudy gel was, after autoclave disinfection process. The weight of the device was within specification. Based on the device analysis, the final assessment is: no issues found related with the manufacturing process.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported right-side "capsular contracture, baker grade iii¿. Device remains implanted.